Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
Reportedly, during the f/u performed on (B)(6) 2012 (1 month post implantation), the device was found operating in nominal mode (vvi, 70 min-1 basic rate, 120 min-1 upper rate, 5v at 0.5 ms). No warning message informing the user about the status of the device was displayed (for instance, such as device in standby mode) and the physician assured that the nominal mode button was not pressed. An explanation is required.